Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter would randomly turn on/off or give a sad face indicating meter is not functioning correctly and will not read a test strip therefore the meter could not be evaluated for performance. Returned strips were tested on a reference meter and performed to specification. Complaint unconfirmed.

Event description:
Caller indicated the assure 4 meter was giving high readings. Around 5:30am the patient had blood drawn for lab and an hour later he was tested on the meter and got a reading of 79, but when the lab results came back it stated that the blood level was 9. The nurse went to check the patient and he was unresponsive so they checked his sugar and read in the 40¿s on the assure 4. They called the paramedics and when they arrived they tested him and the paramedic¿s meter read 19 so he was rushed to the hospital. The caller didn¿t have much information and did not have the test strips used on the patient. She did a control test with a different bottle of strips and that came back in range for both levels. They are using alcohol and letting it dry, using new lancet for each test and they store strips in the med cart. Requested they call back with the strip lot number involved in the incident. Replacing product.